Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced hemolysis and limb ischemia. Action taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation has been completed for the reported issue of hemolysis and limb ischemia. The product was not returned. The root cause of the hemolysis and limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records.